Manufacturer narrative:
The pump passed the displacement and self tests. No display anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a display that was no longer visible. His or her blood glucose was unknown at the time of reporting. No additional information was reported.